Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend and retract. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. A visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that failure to capture was noted on the electrocardiogram the day the right ventricular (rv) lead was implanted. The helix would not extend during the lead repositioning despite multiple turns of the rotation tool. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, ate of birth, no eval explain code if information is provided in the future, a supplemental report will be issued.